Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery while using an ophthalmic console it was noted that the probe failed to cut. Tried again with another probe however the issue was not resolved. The surgery was completed after changing the machine and pack. There was no harm to the patient.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face, inside of the needle, and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouging was observed at the cutting edge and multiple other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the cutter, clear foreign material was observed at the base of the cutter, and black foreign material was observed at a couple locations along the cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lot indicates there are no additional complaints associated with the component lot for the reported issue. The complaint evaluation confirms that the probe had a cut failure. The root cause for the cut failure is the excessive surgical use of the probe. Per the directions for use (dfu) indicates that the probe is verified for 20 minutes of usage at maximum cut speed. The initial report description of this complaint indicates that ¿this was noticed after 1 hour of using the probe¿. Therefore, the root cause is use error. No action has been taken as it appears that the reported event is due to use error of the probe by the end user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).